Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the altitude alarms were cleared by reloading the cartridge. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the pump for insulin delivery. Customer¿s blood glucose level was around 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.